Event description:
Additional information was received from. It was reported that the patient had a retrograde dissection. The physician successfully implanted another manufacturer¿s device at the site of the dissection in the ascending aorta. The physician¿s comments state that the retrograde dissection occurred from tip of the graft to great curvature side, not from tip of bare spring. The dissection stopped at the ascending aorta and didn¿t reach left the subclavian artery.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Another manufacturer¿s 34x136 stent graft was also used to extend distally. The implant was successful with no noted complications. It was reported that approximately 1 month post-implant the patient experienced paraplegia. The physician believes this was due to the adamkiewicz artery being covered by the stent graft. A spinal drain was inserted, but the paraplegia did not resolve. No additional clinical sequelae were reported. The patient is being monitored.

Manufacturer narrative:
(B)(4).